Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly to obtain patient information, treatment settings, and patient photographs. The user facility provided the treatment settings and partial patient information. No patient photographs were received. An examination of the subject device by a lumenis technical expert stated after verifying all system functions, the subject device operated within manufacture specifications. A lumenis clinical manager, being a person qualified to make a medical judgement, is currently reviewing the reported event details and patient treatment settings to determine the appropriateness of treatment. Based on the information that is currently available, no serious injury related to the event was reported & no medical intervention was reportedly required to preclude serious injury. In an abundance of caution lumenis is reporting this event. Lumenis is continuing its investigation and will file a follow-up MDR when additional information becomes available.

Event description:
A user facility reported that one (1) patient sustained first degree burn lines on the axillae area following hair removal treatment with a lumenis lightsheer duet laser, hs handpiece. No report of medical intervention to preclude permanent impairment was received from the user facility.

Manufacturer narrative:
A lumenis clinical manager, being a person qualified to make a medical judgement, evaluated the reported event details concluding, "this is a first degree burn with scratch marks that in my professional opinion should resolve within 30 days. This is a reportable event due to not knowing if the patient is fully healed." A review of device label states: warning - perform test spots on patients and assess skin response before performing a full treatment. Side effects may not develop until several days following exposure. Test spot prior to treatment to determine the maximal tolerated dose for untanned skin types I-IV, wait at least 15-30 minutes after the test spot to observe tissue reaction. For skin types v-vi and acceptable tanned skin, wait at least 48-72 hours after test spots to observe tissue reaction. Always allow adequate time between test spot and actual treatment.